Manufacturer narrative:
Medtronic's investigation has determined that the hospital is using tap water to produce the ice used in the bio cal. This is not in accordance with the operator¿s manual which specifically recommends de-ionized water. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product will not be returned for analysis. Medtronic's investigation is currently in progress.

Event description:
Medtronic received information that during setup prior to use, the biocal instrument required replacement of the liquid level sensor. The instrument was changed out with a backup instrument and there was no adverse patient effect. A medtronic service technician provided the customer the part number for the liquid level sensor (90318). Product return is not expected as the repair will be performed by the customer. Additional information was later received indicating that the ice used in the instrument is produced from tap water. Per the IFU, de-ionized water should be used in the biocal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.